Event description:
Boston scientific crm received information that this atrial lead exhibited impedances greater than 2500 ohms, no sensing measures, loss of capture, and noise. The device was programmed to vvi mode. No adverse patient effects were reported. Additional information noted this lead was non-pacing and non-sensing at a follow-up visit. The physician suspected a conductor fracture. In a revision procedure the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated. This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.